Event description:
Pt told physician-not feeling well. Physician tried to flush port-extravasated, pain. Pt sent to radiology-catheter piece seen in rt ventricle. Pt then referred to cardiologist. Pt taken to cath lab where catheter piece was retrieved w/angiography.